Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). The touchscreen identified as faulty was replaced by a livanova field service representative. Subsequent functional testing of the s5 roller pump found no further issue. The unit was returned to service. A review of the DHR did not identify any non-conformity related to this issue. Corrective actions are in progress for this issue. Device evaluated by manufacturer: evaluated on site by livanova technician.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigation. The service representative confirmed the reported issue and identified a dent in the surface of the touch screen. The dent is believed to be the cause of the reported malfunction. The touch screen was replaced to resolve the issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the s5 roller pump touch screen was found to be damaged and the stop function would not work properly. This issue was found during maintenance. There was no patient involvement.